Event description:
It was reported that the patient presented in clinic on (B)(6) 2017. Upon interrogation, the implantable cardioverter defibrillator exhibited episodes of myopotential oversensing resulting in pacing inhibition. The patient was asymptomatic during the episodes. Programming changes were suggested to the physician, however, no programming changes had been made.